Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to MFR 3002808148-2026-05946.

Event description:
It was reported that the video system center switched to intraoperative infrared and magenta mode, but it was dark and did not light up even with the infrared light green. The issue was found during sedation for a therapeutic video-assisted thoracoscopic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.